Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Before the surgery, it was found that the screw could not be fixed with the instrument. Suspected there was some issues of the cross slot size. There were no adverse consequences to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 h3, h6: investigation summary cross thread issue. Before the surgery, during the preparation from destributor, it was found that the screw could not be fixed with the instrument. Suspected there was some issues of the cross-slot size (as the photo shows). There were no adverse consequences to the patient. No additional information could be provided. It was reported that this was lefort I and ssro for jaw deformity performed on (B)(6) 2023. One of the four screws could not be grasped at all with a screwdriver. A new screw was used for surgery. The surgery was completed successfully within 30 minutes delay. No further information is available. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team forwarded the photos from attachment (B)(4) and physical received device to the manufacturer jabil monument which conducted a visual inspection. Note: following investigation was performed by the manufacturer jabil monument. Please refer to the attachment "f28 mfg investigation form " (B)(4) for investigation results. The one (1) nonconforming part received has a deformed cross slot on the head of the screw; this complaint is confirmed. It was determined that this defect is a result of the pickoff tension on the collet being set incorrectly that was not detected during inspection. The overall complaint was confirmed as the observed condition of the matrix lock screw ã¸1.85 self-tap l6 tan would contribute to the complained device issue. A product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot product code: :04.503.408.04c lot number: 8909p60 release to warehouse date: 12.dec.2023 supplier: (B)(4) manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.